Event description:
It was reported that (4) devices were used during a gastric banding. It was reported by the affiliate that the internal membrane (gasket) of the 512sd and ms512 devices, broke and the surgeon had to change the trocar and the reducer to complete the case. There was no consequence to the patient.